Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ mechanical failure/ operator error/ thin rubberize layer. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and labe liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after consultation by the urological department in ICU, the urologist inserted the foley catheter and injected 20ml of normal saline into the balloon. The patient complained of discomfort at the urethral orifice, and the doctor informed the patient not to pull the catheter. It was found that the indwelling catheter had slipped out about 10 mm and was fixed in position twice. A small amount of bloody fluid was found in the drainage bag. The foley catheter was removed, and about 5ml normal saline could be extracted from the balloon. The three-cavity catheter was re-indwelled, and 20ml normal saline was injected into the balloon. No medical intervention was reported.